Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys vitamin d g2 assay (vitd) on a cobas 8000 e 602 module (e602). The erroneous results were reported outside of the laboratory. The customer stated that the issue is observed frequently during routine testing and is not only observed with repeat testing on a single tube. The customer stated that three different laboratories were having similar issues and they did not have outliers or precision problems with other tests measured on the same instrument. No specific details were provided regarding the issues occurring in other laboratories. A sample from the first patient resulted as 237.2 nmol/l. On (B)(6) 2017, another tube collected from the patient at the same time was tested and resulted as 105.9 nmol/l. The laboratory was contacted by a doctor due to the difference in the results for the two samples. On (B)(6) 2017, a sample from the second patient initially resulted as 250.0 nmol/l accompanied by a data flag and repeated as 85.27 nmol/l. No adverse events were alleged to have occurred with the patients. The vitd reagent lot number was 273982. The reagent expiration date was asked for, but not provided. The customer used the vitd assay over the course of 20 days and 300-400 samples are tested each day. It was estimated that the customer has erroneous results for approximately 0.6 % of patient samples tested during this time. Related quality control results showed no issues.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. Foam was detected on the samples before and after the event, but it is unlikely that this caused the event as there were no alarms related to foam/bubbles upon review of the alarm trace. Foam was also found present on the reagent surface.

Manufacturer narrative:
Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue. A workaround has been provided to customers. Unique identifier (UDI)#: (B)(4).

Manufacturer narrative:
The field service engineer performed preventive maintenance on the analyzer.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The field service engineer decontaminated the analyzer. He changed the reagent probe. He also changed the extra wash station and reagent syringe modules. Component code - device subassembly = syringe modules.